Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022 16:07:43 pst ice batch user (batch_ice) phone: (B)(4), complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6), taken by: (B)(6), inquired what led up to the complaint. Customer response: charging anomaly transmitter charging t/s per dop114-980. Is customer calling back to report initial troubleshooting was unsuccessful: no. Adv customer to remove battery from charger and check the battery spring on charger to determine if it is damaged. Is charger battery spring damaged: no. Suggested customer install a new alkaline aaa battery. Adv customer to check charger connector pins. Are charger connector pins damaged: no. Customer reports green led light on charger. Green led light is continuously solid. Inquired if green led light remain continuously solid for about 15-20 seconds and then turns off. Found: no. Customer does not have a 2nd charger available to try with the transmitter. Date when xmtr was last successfully charged: never, transmitter I new. Father already changed battery of the charger and charged the transmitter over 8 hours, problem still persists. Transitter battery as well only shows 18% requested customer return the xmtr for analysis. Explained rpl policy. Customer's outcome pertaining to the complaint: replace transmitter ship: 1/return: 1 country: germany city:(B)(4). Input date: 06/16/2022, warranty start: 06/01/2022, warranty end: 05/31/2023, batch - gt8517188n.